Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: calcification: observed white calcification on the surface of the shell capsular contracture: unable to observe as it is not related to the device. Crease/folding of implant: observed creases on the device. Deflation: observed opening assessed as surgical damage. Use-error: not observed. Additional observations: observed total separation of the plug strap assessed as unidentified (tear) opening and missing piece of plug strap assessed as inconclusive.

Event description:
Healthcare professional reported a left side no information. Healthcare professional later reported capsular contracture baker grade "4," "calcified and disintegrated" and "creases." Device was explanted.

Event description:
Healthcare professional reported a left side no information. Healthcare professional later reported capsular contracture baker grade "4," "calcified and disintegrated" and "creases." Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade IV and "disintegrated".

Event description:
Healthcare professional reported a left side no information. Healthcare professional later reported capsular contracture baker grade "4," "calcified and disintegrated" and "creases." Device was explanted.